Manufacturer narrative:
The returned module was evaluated. Visual inspection upon receiving revealed the bend relief area outer jacket is torn and the latch is missing. The device was tested for functionality and was able to obtain measurements for 15 minutes. Pulling and moving the cable did not affect the measurements. X-ray investigation revealed no internal anomalies. Based on the investigation, the customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the cable has an intermittent signal loss. No patient impact or consequences were reported.